Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the sleep current test, active current test and self test. However the pump failed rewind test due to constant pump error 38 alarms. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and motor (home switch ). Pump error 82, pump error 63 ( variable = 9 )and pump error pump 53 on (B)(6) 2021 at 10:32:14.000, (B)(6)2021 at 11:14:48.000 and (B)(6) 2021 at 11:44:03.000 in the pump history respectively. Pump error 82 alarm was found in the traces indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump error 63 (variable = 9) was due to hardware according to the adapt tool. Pump error 53 (file number = 32000 line number = 2818) was due to hardware according to the r&d log. Force sensor zero offset within specification (21mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and stained serial number label. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 38 was due to corroded home switch. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4) and esf (B)(4). Pump error 63 and 53 was confirmed due to hardware error. Moisture damage was confirmed at the pcba 1 and motor (home switch). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. The customer stated they were not able to clear the error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.